Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin delivery was stopped and a cartridge reload was required to resume insulin. Cause was unknown. There was no reported impact to the customer¿s blood glucose. No alerts or alarms were found in the pump history and reportedly the pump did not reset or shut off unexpectedly. Pump data logs were not available to determine a possible cause. Reportedly, the customer successfully resumed insulin successfully.